Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 307 mg/dl at the time of the incident. The patient's current blood glucose was 413mg/dl. The customer reported that she had been in 400's mg/dl since yesterday. The customer reported that even after bolusing, it was still not bringing down blood sugars. Previously blood glucose was 307mg/dl. The customer treated high blood glucose by bolusing with pump. Last night customer did give an insulin injection, but this afternoon it was right back in. Based on the customer report customer does not allege pump was under delivering. Previously, blood glucose was 354mg/dl. High pressure test passed. When pump was saying 365mg/dl, the contour was saying 347mg/dl. The insulin pump will not be returned for analysis.